Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level read "high" on cgm; although a specific value was not provided. The customer attempted to self-treat with a bolus via pump, but later went to the emergency room. The customer was treated with intravenous fluids of saline and insulin while in the emergency room and was released the same day. Multiple attempts were made by tandem technical support to follow-up with the customer on the occlusions, but no response was received.